Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted due to lead issue. A new device was implanted, and the lead remains in service. No adverse patient effects were reported.